Event description:
It was reported that the external pulse generator's light-emitting diode (led) screen was broken and that the device had loose connectors. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was damaged, it could not be confirmed that the connectors were loose, and confirmed that the upper and lower cases were broken. It was also noted that the battery release was contaminated, two side bail covers were missing, the ring cover was missing, the lead flex cover was contaminated, two case screws were missing, the battery contacts were compressed, two side bails were missing, the ring was missing, the battery drawer was contaminated, and the heart lead flex was out of specification with a shorted diode on the ventricular side. Further analysis was performed on the heart lead flex. This analysis confirmed the failure found during service and repair of the device. This analysis confirmed the test failure was due to a diode component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.